Manufacturer narrative:
Upon investigation, all measurements were within specification. A review of the device history records did not find any deviations or anomalies. The tensioner had a potential field age of approximately (B)(6) years with an unknown number of uses. The device was used for treatment. This is the only reported complaint for the lot number involved. The product was found to function correctly when subjected to a functional test. It cannot be determined if something was blocking the proper operation of the tensioner during the reported incident and then was knocked loose or cleaned out prior to the product investigation. Based on the complaint investigation the alleged deficiency could not be reproduced. The reported problem cannot be confirmed. Complaints of this nature will be monitored to identify any adverse trends. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the tensioner would not tighten the cable during a trauma surgery.